Event description:
The patient was being implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that at implant, upon initiation of the pump, while the patient was still on bypass, there was a low flow alarm and the pump stopped. The system controller was replaced with another system controller, was on for a few minutes with no low flow alarm, then multiple pump stoppages. The patient was put back on full bypass and the pump was disconnected and placed in basin of water. The pump was turned on and no problems were reported. The pump ran underwater for about 3 minutes. The pump was then connected to the patient and bypass was reduced from 5lpm to 2lpm. The pump was initiated with no problems. The two system controller noted in this event are system controller serial number (B)(4) and system controller serial number (B)(4).

Manufacturer narrative:
The two system controllers, serial number (B)(4) and serial number (B)(4) were returned to the manufacturer for evaluation. The reported event of pump stoppages at implant was confirmed. The data contained within the log files from both system controllers captured multiple pump stoppages while the set speed was programmed at 6000 rpm. The "motor stop command received" flag was active at the time of the pump stoppages, which is consistent in cases where the system controller registers unusually low current draw from the lvad pump. In addition, system controller serial number (B)(4) also recorded approximately two minutes of uninterrupted operation once the system controller set speed was increased to 9000 rpm. The system controllers were connected to the test equipment in the manufacturer's lab and functioned as intended, even when both power leads were manipulated on each system controller. In addition, the white and black power leads were independently disconnected and the system continued to operate properly with each of the returned system controllers. Both system controllers were determined to be functioning as expected and passed all functional testing. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.